Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this lead was dislodged. This lead is not expected to be returned. No additional adverse patient effects,